Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been having so much trouble lately, probably about 2 weeks more or less, when trying to charge their implanted neurostimulator (ins). Patient stated today they've been trying since 7am today and it won't charge. Patient described seeing the no device found message and then passive recharge mode with 0-0-0 displayed. Patient then reported the recharger paddle was getting really hot. The issue was not resolved. Patient commented that they do not want their ins to deplete. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.